Event description:
Stent struts peeled off balloon. No patient harm occurred, vendor notified, stent was not saved and tossed manufacturer response for drug-eluting stent, onyx frontier (per site reporter).